Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was implanted about a week ago and said they were getting pulses from the implant. Patient described it as a fluttering/pulsing. The doctor said that shouldn't be happening anymore. Patient said, it comes and goes but it depended on motion, body position and that sort of thing. Sometimes they could feel it when they were sitting down and it got strong when they gets up. It was mostly on the lower left side of their crotch. Patient said sometimes it could be uncomfortable. The doctor told them they shouldn't feel it for very long but they still felt it. Agent walked caller through lowering the amplitude to a comfortable level. Patient will monitor to make sure it was comfortable. Patient said they would go to the doctor in a couple weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.